Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na - attachment: [e-23841 article nms.pdf]

Manufacturer narrative:
Age: mean; sex: majority; adverse event: estimated; date of event: estimated; if implanted date: estimated. The UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the reported patient effect death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: ¿safety and efficacy of a novel abluminal groove-filled biodegradable polymer sirolimus-eluting stent for the treatment of de novo coronary lesions: 12-month results from the target ii trial¿na.

Event description:
It was reported through a research article identifying the xience v may be related to death, target vessel myocardial infarction (mi), ischemia driven target lesion revascularization, and stent thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled: ¿safety and efficacy of a novel abluminal groove-filled biodegradable polymer sirolimus-eluting stent for the treatment of de novo coronary lesions: 12-month results from the target ii trial¿.